Manufacturer narrative:
The customer¿s report of leaking where all lines met together was confirmed. Functional testing as received replicated a leak at the engagement between the 4-way connector and tubing. Visual inspection under magnification observed a sink condition in which there is a space/gap in between the tubing and the connector (corresponding to the engagement where the leak was observed), thus creating a fluid path and the observed leak. The tubing¿s outside diameter was measured and found to be within measurement specification. The root cause of the leak was a manufacturing issue of a sink condition in the connector.

Event description:
The customer reported "this three way is leaking when all lines met together. This is not the first time it happens." Although requested the customer did not indicate any patient harm or medical intervention. The event occurred in ICU.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the trifuse extension set connection when infusing an unspecified fluids. The event occurred in ICU.

Manufacturer narrative:
Patient demographics were requested however the customer did not provide them.

Event description:
The customer reported "this three way is leaking when all lines met together. This is not the first time it happens." The event occurred in ICU. A photo provided by the customer on (B)(6) 2018 showed a note attached to the sample documented; "a leak at the trifuse extension set connection when all the lines met together this is not the first time it happen." Although requested the customer did not indicate any patient harm or medical interventions required.

Manufacturer narrative:
The customer¿s complaint that the extension set leaked at the connection could not be confirmed because the product was not returned for failure investigation. A photo of a biohazard bag containing multiple sets was provided by the customer; however, no issues were observed. The root cause of this failure was not identified.

Event description:
The customer reported "this three way is leaking when all lines met together. This is not the first time it happens." Although requested the customer did not indicate any patient harm or medical intervention. The event occurred in ICU.